Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The information obtained from the complaint and the investigation was insufficient to determine the root cause of the issue. The subject device undergoes a surface treatment (chemical treatment) of the tube to ensure adhesion and fixation of the needle section to the tube. Therefore, the discoloration observed in the reported event is inferred to have occurred during the chemical treatment process. Furthermore, this discoloration has no impact on the functionality, performance, or safety of the product. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use injector had a rusty needle. This was found during preparation for use; there was no patient involved.